Event description:
It was reported that patient was having premature ventricular contractions and the capture managment algorithm increased the threshold on the right ventricular lead. The device was reprogrammed and remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead. (B)(4).